Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a fill estimate of 160 units instead of the expected 240 units. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to complete cartridge air removal step before filling the cartridge, which they acknowledged. However, customer declined to load a new cartridge and will continue using the current one, planning to follow up if necessary.